Event description:
Event description guidant received information that the implanted defibrillation lead was suspected to have a conductor coil fracture. The patient had received inappropriate shocks. The lead was explanted. A new guidant lead was successfully implanted.